Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported during elective replacement of a crt-d device, the physician inadvertently damaged the rv lead. The threshold was high when checked intra-operatively; however, no intervention was undertaken at the time. It was reported a subsequent procedure was performed on (B)(6) 2016 during which the pace/sense portion of the rv lead was capped and replaced. Electrical measurements were stable post-procedure. No patient symptoms were reported.